Event description:
It was reported that 9 bd vacutainer® serum blood collection tubes had white, foreign paper in them. The following information was provided by the initial reporter, translated from (B)(6) to english: "this is a report about an fm inside the unused tube. According to the customer's report, a rice-grain sized fm like a small piece of white paper was found inside the tube."

Manufacturer narrative:
Investigation summary: bd received nine (9) samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for foreign matter (died silica clump) with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint has been confirmed for the indicated failure mode of foreign matter (dried silica clump) in the tubes based on the returned samples. The white foreign matter inside the tubes is a piece of silica coating material. Bd determined that the root cause of the foreign matter (dried silica clump) was attributed to a coating buildup on the coater nozzles which then flaked off into the tubes during manufacturing. The tubes should have been discarded prior to packaging. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.